Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device change out procedure a possible infection was noted, and the replacement procedure was aborted. Cultures were taken and a fungal infection was found. The patient has been referred for further intervention, which is planned but no action has been taken. The cardiac resynchronization therapy defibrillator (crt-d) system remains in use. No further patient complications have been reported as a result of this event.